Event description:
It was further reported that the lesion being treated was mildly calcified, 90% stenotic lesion in a moderately tortuous left anterior descending artery (lad). The lesion was predilated with a 2.5 x 15 mm maverick balloon.

Event description:
During coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. The physician successfully deployed a taxus express2 8.8% 3.0 x 16 mm drug eluting stent. After deployment and during withdrawal, the stent delivery device became stuck on the guidant ironman 300 cm guidewire. The physician pulled the stent delivery device and guide wire out as a unit. There were no pt complications or injuries. Pt status is reported as "satisfactory/good."